Event description:
It was reported that the patient with this non boston scientific pacemaker had experienced infection. A revision was performed and this non boston scientific pacemaker was explanted, however, the non boston scientific right ventricular (rv) lead, non boston scientific left ventricular (lv) lead and right atrial (ra) lead were surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).